Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of helix anomaly was confirmed in the laboratory. The inner insulation was folded underneath the ring electrode and prevented the coil to turn smoothly inside when extending the helix. The lead exhibited normal mechanical and electrical characteristics.

Event description:
It was reported that the helix would not extend during implant. The lead was replaced.